Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode "hub broken/cracked." No adverse trend was indicated. Without receiving product for evaluation, we are able to neither confirm the reported event nor determine a root cause. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." (B)(4). Not returned to manufacturer.

Event description:
As reported by angiodynamics' distributor in the (B)(6), an indwelling PICC was removed due to a cracked hub. The patient condition was reported as "stable." The device was discarded at the hospital.